Event description:
Patient reports chipping canine tooth during treatment that also had a root canal and now the crown seems the sorest tooth. None of the teeth seem any straighter since being on the aligners as of last year.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.